Event description:
The customer reported that there was an "generator error" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commended shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is currently unavailable and no additional service info was provided.